Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that there was a loss of therapy and a return of symptoms. The patient reported that her implant was not really working and that she was not getting any relief from her neuropathy and back. The patient feels the stimulation, and when she increases the stimulation it is just too much stimulation and so she decreased the stimulation down to where she barely feels it. The patient was at the pain center a week prior to the report and they said that she may need preprogramming. The lack of relief started in (B)(6) 2016 about 3 weeks prior to the report, and also in august, she confirmed too much stimulation when stimulation was increased which was resolved by decreasing stimulation. On (B)(6) 2016 the consumer called back and stated they went to the doctor on (B)(6) 2016, but their doctor told them they needed to talk with the manufacturer¿s representative (rep) because the device needed to be reprogrammed because it wasn't ¿doing anything.¿ it was noted the consumer had severe neuropathy that was painful, burned, and kept them up at night which they were hoping the device would help with tolerating, but it wasn't helping to cover the pain. The consumer had even tried turning stimulation up high to 2.7 on (B)(6) 2016 but it caused their leg to shake, and when they woke up in the morning their leg was numb, and if they turned it up really high it caused their whole body to shake. On (B)(6) 2016 the rep. Called back and stated an impedance check showed several contacts had results greater than 10,000 ohms, but they were unable to provide the contacts pairs that were showing this.

Event description:
Additional information received from the manufacturer representative stated that the patient was able to get some coverage using the lead showing no high impedance. It was reported that the cause of the high impedance remain unknown and no intervention has yet been taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.